Event description:
MFR rec'd a report alleging that, when the pt attempted to use the bed remote control, the head spring collapsed. It was stated that the next day the pt experienced increased pain and "severe bleeding" and was transferred to the emergency room for further eval. It is uncertain whether or not the incident caused the pain and bleeding. The diagnosis from the emergency room is not available.